Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00994. Related manufacturer reference number: 2017865-2021-01038. It was reported that the patient presented to the hospital with red and suppurate skin around the pacemaker pocket. The doctor elected to use anti-infective therapy for three days, as well as explanting the pacemaker and both atrial and ventricular leads on (B)(6) 2020. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.